Event description:
It was reported that a user of the ilet experienced recurring nocturnal hypoglycemia after going to bed with elevated glucose levels that led to overcorrection and subsequent low blood glucose. Symptoms included hypoglycemia and sleepiness. Outcomes included troubleshooting and education, and the case was assigned for additional training. Investigation included review of device data and user reports. Investigation of this case revealed user behavior contributing to hypoglycemia due to corrective actions taken for pre-bed hyperglycemia. It was concluded that the event was related to use conditions, with no device malfunction identified.